Manufacturer narrative:
Complaint conclusion: as reported, a 7x40mm 82cm powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured at ten (10) atmospheres (atm), within its rated burst pressure. Therefore, it was replaced with a non-cordis balloon catheter. A stent was implanted, and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with severe calcification. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was not returned for analysis. A device history record (DHR) review of lot 17695240 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex pro (7mm4cm 80) ruptured at 10 atmospheres (atm), within its rated burst pressure. Therefore, it was replaced with a non-cordis balloon catheter. A stent was implanted, and the procedure was completed. The lesion was the superficial femoral artery with severe calcification. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components.